Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
A patient was revised to address a fractured xia serrato screw at left-side s1 approximately eighteen months after implantation. Prior to the revision, the patient reported experiencing lower back pain.

Event description:
A patient was revised to address a fractured xia serrato screw at left-side s1 approximately eighteen months after implantation. Prior to the revision, the patient reported experiencing lower back pain.